Event description:
It was reported that the customer was hospitalized due to high blood glucose. Customer stated that he attempted to change the basal rate from 2.0 to 2.5 units per hour and accidentally programmed it to 0.25 units per hour. Customer stated was hospitalized last (B)(6) 2014. Customer's blood glucose was 900 mg/dl. Customer had diabetic ketoacidosis and was wearing the insulin at the time of hospitalization. Customer was treated with insulin drip and was in the hospital for 3.5 days. The customer was advised if high blood glucose continues to call help line for assistance. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).